Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal density tissue, the inner stylet and outer cannula of the needle allegedly failed to fire. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows the complete view of the three unsealed maxcore device. The first device on the left side was noted to be half primed and tip of the needle was noted to bent. Therefore, based on the photo review, the identified bent issue can be confirmed as the needle was noted to be bent. However, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review to confirm this issue. A definitive root cause for the alleged failure to fire and identified bent issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal tissue, the inner stylet and outer cannula allegedly failed to fire. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.